Manufacturer narrative:
(B)(4).

Event description:
Procedure: splenectomy. According to the reporter: the patient herniated within 7 weeks of the splenectomy. Maxon was used to close the peritoneum and upon opening patient's abdomen, pieces and bits of maxon could be seen. A follow up laparotomy was completed to repair the hernia with mesh. Patient is recovered and discharged.